Event description:
A nurse reported that a leak was found to be coming from the tubing of a transfer set during use. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.